Event description:
(B)(4). In 2011, I was implanted with essure at (B)(6) hospital in (B)(6). After implantation, I began to bleed, which I was told was normal. I bled for months and months and months to which the (B)(6) hospital insisted was "normal" so I started to seek help from an outside provider, dr. (B)(6). I did pelvic exams, swabs, and bloodwork. I was told by dr. B(B)(6), I had elevated white blood cell count, an infection, and was becoming anemic. I took antibiotics and he recommended to try and stop the bleeding by performing uterine ablation. It lessened the bleeding for awhile but ultimately bleeding returned. Dr. (B)(6), then tried hormone therapy to try help regulate a normal cycle, a failed attempt. Almost 4 years after essure implantation, I am still experiencing abnormal extended period duration and infections. During menstruation, I am passing large blood clots which I never had with my pre-essure menstrual cycle. Aside from prolonged bleeding and infections, I also am experiencing headaches, extreme fatigue, pelvic pain, back pain, painful/bloody intercourse (even when not menstruating), cysts on ovaries, abdominal swelling and of course anxiety related to all of these conditions. Before essure, I was full of life, had fun with my family, and worked out religiously; since essure entered my body and my life, I feel like a completely different person. It makes me sad to think that the only way I could become "normal" again is to undergo a life altering surgery to have a hysterectomy; and possibly never see normal again even with such major life changing operation. Essure has not only changed me for the worse, it is changing our entire family dynamic, it's been such a heartbreaking experience for us all.

Event description:
(B)(4). New doctor did ultrasound due to pain and bleeding during intercourse and passing large golf ball sized clots with period at my annual visit. Coil found to be migrated out of tube and embedded in my uterus. Recommendation to remove essure via partial hysterectomy. Pre-op scheduled for this thursday (B)(6) 2015, and hysterectomy surgery scheduled for wednesday (B)(6) 2015. I don't understand what I have done wrong to deserve this. My husband and I tried to be proactive to prevent pregnancy, now I have doctors telling me that since my coil migrated and embedded itself my pain and clotting was my right tube not being fully blocked, that it's most likely I have been miscarrying. Since funding this out we have had to use backup birth control and low and behold the clotting has stopped, however, I still need a hysterectomy to safely remove the embedded device. My family doesn't deserve this.